Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe 5ml had a defect at the luer lock connection. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no . Device returned to manufacture: no. Investigation summary: no physical sample of the client is received, only 2 photographs are received in which it is not possible to visualize the defect reported by the client. A DHR review shows the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.in the document review of the batch record of the syringe manufacture, no problem attributable to the defect reported by the customer was presented, additionally in the revision of the barrel molding no problems were presented. Investigation conclusion: the photographs sent by the client do not show the defect reported. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd plastipak¿ syringe 5ml had a defect at the luer lock connection. There was no report of exposure, serious injury or medical intervention.